Event description:
Procedure type: lap chole. According to the reporter: a piece of trocar broke off upon insertion. The piece was picked up and another device was opened. Then handed off. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B) (4).